Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 5.11 - stopcocks: luer lock thread is stripped or broken. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - the stopcock on a ventric has broken off. Event 3/3.

Event description:
Nt821730c - the stopcock on a ventric has broken off. Event 3/3.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). Correction to sections b5, d1, d2a, d4 to reference part nt821730c. The lot number of the affected device was not provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: (24 months review and percent of sales) 1 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821730c units sold within the past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "5.12 stopcocks - broken, cracked/fractured luer fitting." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Root cause/failure investigation: the broken system stopcock has stress fractures at the edge of the female luer distal to the drainage system. When using the drainage system, fluid leaks from the female luer of the system stopcock due to the stress fractures. The breakage of the components indicates that the user applied excessive torque when operating the stopcock. Another indication could be using aggressive cleaning agents that degrade the polycarbonate material. This combination leads to both physical stress on the stopcock and material deterioration, increasing the likelihood of failure. There could also be a potential chance that the user may have cross-threaded the stopcock with an external device/component, resulting in misalignment and increased stress. Failure mode: confirmed / stopcock breakage during use.